Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was 500 mg/dl at the time of the incident. The patient¿s current blood glucose was unknown. The customer reported that she feels her pump is not delivering insulin (basal). The customer reported that she does not feel confident with her pump. The customer treated with manual injection. The customer did not want to do any troubleshooting. The customer just wants to replace the pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.